Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing extracardiac stimulation from the left ventricular (lv) lead. Reprogramming was performed and the lead remains in use. The patient is a participant in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The extracardiac stimulation was later specified to be phrenic nerve stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.